Manufacturer narrative:
The review of the system log indicating treatment date (B)(6) 2015, 18 sites treated at 60 j. There were no faults or decoupling warnings. There was one cap low warning. Review of the system logs show that throughout the entire treatment session, the system was operating within all normal parameters with no critical error conditions. The cap low warning can occur when the rtc loses a small amount of water, but it has no effect on delivered energy. Therefore, display of these system messages during treatment is unrelated to the adverse patient event. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
An adverse event report was received from a user facility in (B)(6) indicating that the patient received thermal burns from a liposonix treatment in the buttock and thigh. There was no system error message during the treatment. The patient was treated with topical creams and oral medication, transamin antibiotics, pain-killers.